Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right knee revision approximately five years post-implantation due to pain and tibial loosening. During the revision, synovitis tissue was removed, and the tibial tray was noted as grossly loose. The tibial components were replaced without complication.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Implant date: (B)(6). Concomitant medical products: unk nexgen gender solutions femoral component. Unk nexgen gender solutions tibial tray. Unk nexgen gender solutions articular surface. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03162, 0001822565-2020-03164. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right total knee revision arthroplasty due to pain. No additional information has been reported.